Event description:
Information was received from a hcp (healthcare provider) regarding a patient receiving intrathecal baclofen 3000mcg/ml at 624.5mcg/day and morphine 1mg/ml at 0.2082 via an implanted pump. The patient was "having issues with the compounded medication in the pump." The compounded drug contents were removed from the pump (system contents removal procedure) and replaced with lioresal on (B)(6) 2016. The patient had been experiencing mental issues that continued after the drug replacement. The patient was working with a neurologist regarding the mental issues which they believed was possibly related to an oral medication. Additional information received from the health care provider (hcp) reported the patient history included a embolic left sided stroke in 2009, and the patient had resulting right spastic hemiparesis, right facial drop, chronic pain, mood disorder (patient complained of depression), aphasia, and cane use/paralytic gait were a result of the stroke. The medical history also included hypertension, achilles tendon release for contracture of right ankle, atrial fibrillation, bunionectomy (hallus vagus), sinus surgery, bone spur surgery, steroid injections in shoulder (djd), and cerebral infarction due to unspecified occlusion or stenosis of unspecified middle cerebral artery. A combination of oral and intrathecal medications have been helpful in controlling her pain and spasticity, but controlling her spasticity and pain without causing side effects have been difficult. A refill was performed with ultrasound guidance on (B)(6) 2016, baclofen 3000mcg/ml at 624.5mcg/day and morphine 1mg/ml at 0.2082 (20ml total), where the concentrations and dose remain the same. Since her last refill, the patient reported that she had been doing well. Her overall pain and spasticity have been well controlled with intrathecal baclofen and morphine. She continues to utilize her oral pain medications as necessary, but reports that it was less frequent. She continued her home exercise and stretching, and wears her wrist orthotics to maintain range of motion and prevent contracture. The patient denied any changes in her medication regimen. On (B)(6) 2016, the patient started experiencing mental issues with severe confusion and agitation. A catheter access port (cap) study was performed and negative. The patient was given narcan to reverse a possible morphine overdose without benefit. All of the drug was removed from catheter and pump, and replaced with gablofen (earlier noted as lioresal) 1000mcg/ml without benefit. Other interventions included additional labs, cerebrospinal fluid (csf) examined, and MRI performed; with no cause determined for the mental issues. The patient's mental issues self resolved after 5 days in the hospital. Upon examination, the patient showed no acute distress. Edema was noted 1+ non-pitting edema on the right side. The thoracic spine upon palpation of the paraspinal muscles on the right with noted hypertrophy. There was a mild flexion contracture of the 4th and 5th digits of the hand and reduced supination of the right arm. The patient's range of motion of the shoulder was abnormal, restricted bilaterally secondary to pain and right shoulder subluxation. Other muscle spasm was also indicated with an active onset. The hcp indicated the plan was to continue with botox injections for upper extremity (ue ) spasticity, continue nuvigil 250 mg po in the morning as needed for excessive daytime sleepiness, continue with intrathecal medication management and oral medications for pain, repeat steroid injections for shoulder pain/djd as needed, and wear orthotics to maintain rom and prevent contracture. The patient was to return to the clinic for evaluation in 6-8 weeks. The other medications (oral, etc.) That the patient was taking at the time of the event were celebrex (celecoxib) 200 mg capsule 1 twice a day; centrum ultra women's (multivit-iron-min-folic acid) 18-0.4 mg tablet; cymbalta (duloxetine) 60 mg capsule, delayed release 9dr/ec) 2 capsules once a day; diovan hct (valsartan-hydrochlorothiazide) 320-12.5 mg tablet; 1 tablet by mouth once a day; fish oil (omega-3 fatty acids) 500 mg capsule; lidocaine-prilocaine 2.5-2.5% cream; apply 1 liberally to skin as directed x 30 days; lidoderm (lidocaine) 5% adhesive patch, medicated; apply 1 patch to skin once a day as needed (start date: (B)(6) 2015; lipitor (atorvastatin) 80 mg tablet; take 1 tablet once a day; lyrica (pregabalin) 150 mg capsule; 1 twice a day; movantik (naloxegol) 25 mg tablet; 1 tablet by mouth once a day, as needed; norco (hydrocodone-acetaminophen) 5-325 mg tablet; 1 tablet by mouth every four hours, as needed; pradaxa (dabigatran etexilate) 150 mg capsule; t ake 1 capsule by mouth twice a day, as directed; and tylenol (acetaminophen) 325 mg tablet, as needed for pain.

Event description:
Additional information was received from a healthcare provider (hcp) indicating the patient was evaluated by the (B)(6) at (B)(6) hospital, and records were not available. The mental issues were not confirmed that they were related to the oral medications; however, the altered mental status resolved over time after the pump system was refilled with baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.